Event description:
A peritoneal dialysis patient's wife reported an error message. The patient decided to cancel treatment. When the patient was about to break down the machine, he noticed a fluid leak inside the cassette compartment. The patient finished with manuals. The patient's effluent was clear. The patient was not administered prophylactic antibiotics. The sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation.